Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that since the new device was implanted, the patient had the device repositioned and is now pending repositioning again. The patient complains of waking up in the early morning hours feeling a jolt, which results in them feeling anxiety and unsettled. The patient also stated that they have discussed matter with a physician who suggested the patient may be having a conditioned response. In addition, the patient believes the physician did not position the device properly, which resulted in their achiness and also irritation when lying on their side, under pressure, and in contact with clothing. The patient further reported having seen a psychiatrist for anxiety, constipation, and side effects, and they have been taking medication. No follow-up information could be obtained after multiple attempts. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient complained that the device continues to cause the patient to wake up in the early morning hours, and now causes the patient to go to the bathroom and have a bowel movement. The patient indicated that the routine capture management test may be causing the issue. The patient also indicated having continued feelings of anxiety. The patient's medication was adjusted and the capture management timing was reprogrammed, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.